Event description:
A group home caretaker called the customer's sister because she was "very concerned about [the customer's] blood glucose readings." On (B)(6) 2011, at 10:30 pm, the group home (where customer lives) called 911 because the customer had a blood glucose of 84mg/dl. Ems arrived and gave the customer dextrose and he ate a bagel with cream cheese. At 11:37 pm, his blood glucose was 373mg/dl and the pod was deactivated. The customer's sister said she "discarded the pod after deactivating it and wouldn't be able to retrieve it." The pod was worn between 4 and 24 hours. No blood glucose or insulin history prior to the ems arriving was provided. No product will be returned for evaluation.

Manufacturer narrative:
No product was returned for evaluation - we are therefore unable to determine any possible product malfunction or defect that may have caused or contributed to the customer's slightly decreased blood glucose level. The omnipod's user guide warns that 'test results below 70mg/dl mean low blood glucose (hypoglycemia)." It informs customers that with the proper techniques and by acting promptly at the first sign of trouble, users can avoid hypoglycemia. The user guide strongly emphasizes that "frequent blood glucose checks are the key to avoiding potential problems." "No blood glucose or insulin history was provided in this instance so we are unable to assess what, if any steps were taken to lower the customer's bg levels prior to the ems visit. The omnipod's user guide provides in-depth instructions on how customer's can treat low blood glucose. We are unable to perform a lot qualification review since no lot number was provided.